Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The report of a kinked guide wire could not be confirmed through complaint investigation of the returned sample. The customer returned one, opened arterial kit for analysis. No definite signs-of-use were observed. Visual and microscopic examination revealed no obvious kinking. Adhesive residue was also observed within the swg tubing. The observed adhesive likely contributed to the resistance experienced by the customer. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The returned guide wire was threaded through the returned cannula with resistance. The IFU provided with this kit warns the user "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit, and attempt new puncture." A device history record review was performed, and no relevant findings were identified. CAPA was initiated based on a recent trend for guide wire/needle resistance. The CAPA investigation indicated that the issue was manufacturing related. The relevant lots within the reported kit were manufactured prior to the implementation of the corrective action. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.